Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The final imaging identified a type ii endoleak. However, no treatment was performed for the type ii endoleak and the physician decided to monitor it. On an unknown date, an aneurysm enlargement due to the type ii endoleak was observed. The inferior mesenteric artery and the lumber artery were coil embolized. On (B)(6) 2019, the aneurysm enlargement was continuing. The physician is planning to ligate the lumber artery by open surgery. For the preparation of the open surgery, the left internal iliac artery was coil embolized and new stent graft was implanted for distal extension to the left leg to inforce the initial device. On (B)(6) 2019, for the preparation of the open surgery, the distal of the left leg and the proximal end of the trunk-ipsilateral leg were relined with new stent grafts to inforce the initial devices. The patient tolerated the procedure. It was reported that the open surgery is not performed yet.